Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened or used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had fractured while in the body. Customer's blood glucose level was 148 mg/dl. Customer was unsure the sensor was still in the body. Troubleshooting was performed. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will not be returned for analysis.